Event description:
It was reported that a pump had "door problems." During a follow-up telephone call it was determined that the device did not detect a closed door. It was determined that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to reported symptom door problem." The evaluation found all four pem inserts damaged, causing a door not fully latched alarm. This corresponds with the reported symptom. Damaged pems caused the mechanism not to sit correctly in the front case causing a problem with the door. The front case was replaced.